Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no impact to customer's blood glucose level. Reportedly, the customer's bg level was in the 200 mg/dl range when the most recent occlusion occurred. Reportedly, the customer obtained back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.